Event description:
This pt was status post thrombectomy. Pt's groin site initially looked fine with dressing clean, dry and intact. Groin site was soft and flat all morning. Physical therapy/occupational therapy worked with the patient at least 4 hours out from procedure, took pt on a walk then sat her in the chair for breakfast. Pt was eating breakfast in the chair when she noticed a sharp pain in her groin site and then burning. This nurse went in to assess the site after pt called about it and found the site to be hard and swollen. Doctor was paged about the hematoma, pt was put back into bed lying flat. This nurse held pressure for about 15 min until hematoma looked resolved and site was redressed. Computed tomography angiography of abdomen and pelvis was obtained per doctor. Pseudoaneurysm. CT negative pt. Discharged home.